Event description:
The hospital reported that during an off pump procedure, the surgeon cut the shunt. When all the pieces were being removed everything but the non-spring end of the shunt, which had been cut off, was found. No other pt complications were reported. The surgeon reported that there was no product failure, as he was the one that cut the piece by choice. The pt is reportedly doing fine. This report is being submitted because the cut piece could not be located and not because of any device failure.